Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported stent dislodgment was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that a conclusive cause for the stent dislodgment could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the right renal artery. The omnilink attempted to advance through the 6fr non-abbott sheath, but the stent dislodged at the hub of the sheath. The omnilink never made it into the patient. The device was withdrawn from the sheath and the stent was removed. A new 6 x 19 mm omnilink was used to complete the procedure with no issues. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.